Event description:
Additional information was received from a healthcare provider who reported that the patient was reporting both overdose and withdrawal symptoms using the controller/ptm (personal therapy manager), so the reporter admitted the patient through the ed (emergency department) and observed them for 1 week plus, and there was no evidence of either. Per the reporter, the cause was that the patient likely has dementia and severe paranoia. There was no evidence of withdrawal/overdose witnessed by either the reporter, the nurses, multiple hospitalists, or the ed doctor. The pump was interrogated daily while the patient was an inpatient. All interrogations were negative. The patient also went to another facility and was observed by their team and came to the clinic post discharge and the pump was interrogated by a company representative. Per the reporter, there was no major device issue ¿ maybe a minor crash of software that was resolved with a system restart.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving medication via an implanted pump. Per the patient, the pump was delivering fentanyl. Per the ER (emergency room) physician, the pump was delivering sufentanil. The patient reported their medical history as having ¿a 4 level neck fusion, a 3 level lumbar fusion, and a broken pelvis - two drunk drivers nearly killed them, but they are alive but in pain constantly¿. The indication for pump use was non-malignant pain. The patient reported that ¿the way it's set up, you have to go into withdrawal through every session before it will operate, and it is tremendously painful and depressing¿. The patient stated that ¿if you go into withdrawals from a fentanyl pump, it's a very problematic condition¿. The patient stated that given the opportunity, they didn¿t think that they would get the pump/therapy again because of the withdrawal they have to go through every day; they would just try to survive the pain on their own. Additional information was received the next day from an ER (emergency room) physician who stated that the patient was going to be admitted to the hospital because they had had 3 episodes of pump drug overdose.